Manufacturer narrative:
(B)(4).

Event description:
Covidien rec'd info stating that due to a malfunction of an 840 ventilator the pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator in an attempt to replicate a malfunction. The customer reported to have reviewed the device logs and could not determined any codes or alerts. Covidien was not authorized to repair the device.